Event description:
A pt with colon cancer had a laparoscopic open extended left colectomy in 2005. Laparoscopic procedure was first attempted, however, location of the mass was difficult and operation was converted to open. In recovery pt had changes in EKG and enzymes indicative of an mi. Initial mi was diagnosed the next day. Six days later pt was ready to be discharged but did not feel well and was running a fever. The following day pt experienced a mild mi. A week later in the afternoon pt had normal abdominal exam, no fever, and normal white cell count. In the evening pt had decreased urine output and distended abdomen. A re-op was performed and an anastomotic leak was repaired. Two days later pt experienced a-fib, was electrically converted, there is an increase in her white blood cell count. On the 3rd day pt is experiencing respiratory distress. Dr has stated that the events are not related to device.